Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation and deflation issues upon the patient presenting for in clinic follow up. A surgical procedure was performed during which time it was identified that there appeared to be an issue with the fluid transfer between the pump and reservoir. The device was explanted and a new ipp was placed. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.